Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and associated h6 coding. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and there were no obvious deviations from instructions for use (IFU) identified from review of the cleaning disinfection and sterilization (cds) steps provided by the customer. Therefore, the cause of the material remaining in the device could not be determined. The event can be detected/prevented by following the instructions provided: the gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. The gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found no reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited restricted passage through the suction cylinder, due to unknown foreign material that came out with the brush. There were no reports of patient involvement.